Event description:
It was reported that during a stent placement procedure in the left lower limb superficial femoral artery via an ipsilateral common femoral artery access, the stent allegedly fractured immediately at the end of its release. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent xl vascular stent system products that are cleared in the us. The pro code and 510 k number for the lifestent xl vascular stent system products are identified in d2 and g4. H10: manufacturing review: the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. Investigation summary: the returned sample was found in used, and fully functioning condition without stent that reportedly had been deployed inside patient. There is no visible indication on the returned catheter for a stent fracture/ deformation. Provided x-ray images demonstrate placed stents with poor resolution and with contrasted blood so that single struts are not visible. A strut evaluation for fracture/ deformation was not possible which leads to inconclusive evaluation result for stent fracture. The vessel was not tortuous/ calcified, the lesion was pre dilated, and 0.035" guidewire with 6f introducer were used for access. Based on the investigation of the provided information, the investigation is closed as inconclusive. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product, the potential issue was found addressed. The instructions for use closely describes holding and handling of the system throughout deployment, in particular the instructions for use state: 'confirm that the introducer sheath is secure firmly hold the black system stability sheath throughout deployment. Do not hold the silver stent delivery sheath at any time during deployment. Do not constrict the stent delivery sheath during stent deployment.' The instructions for use further state: 'gain femoral access utilizing a 6f (2.0 mm) or larger introducer sheath. Insert a 0.035 inch (0.89 mm) diameter guidewire', and 'predilation of the lesion should be performed using standard techniques.' H10: d4 (expiration date: 08/2024), h6 (component). H11: h6 (method). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent xl vascular stent system products that are cleared in the us. The pro code and 510 k number for the lifestent xl vascular stent system products are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, images were provided for review. The investigation of the reported event is currently underway. H10: d4 (expiration date: 08/2024). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent placement procedure in the left lower limb superficial femoral artery via an ipsilateral common femoral artery access, the stent allegedly fractured immediately at the end of its release. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent xl vascular stent system products that are cleared in the us. The pro code and 510 k number for the lifestent xl vascular stent system products are identified in d2 and g4. H10: manufacturing review: a manufacturing related root cause was considered; therefore, the lot history records were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: provided x-ray images demonstrate placed stents with poor resolution and with contrasted blood so that single struts are not visible which leads to inconclusive evaluation result. In this case the vessel was not tortuous/ calcified, the lesion was pre dilated, and 0.035" guidewire with 6f introducer were used for access. The system was correctly held at the stability sheath and kept stationary, torque was neither felt nor exerted, and the user did not experience difficulty during deployment. Based on the investigation of the provided information, the investigation is closed as inconclusive. A definite root cause for the reported event could not be determined. Labeling/packaging review: in reviewing the relevant labeling for this product, the potential issue was found addressed. The IFU closely describes holding and handling of the system throughout deployment, in particular the IFU state: 'confirm that the introducer sheath is secure (...) Firmly hold the black system stability sheath throughout deployment.do not hold the silver stent delivery sheath at any time during deployment. Do not constrict the stent delivery sheath during stent deployment.' The IFU further state: '(...) Gain femoral access utilizing a 6f (2.0 mm) or larger introducer sheath. Insert a 0.035-inch (0.89 mm) diameter guidewire', and 'predilation of the lesion should be performed using standard techniques.' H10: d4 (expiration date: 08/2024). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent placement procedure in the left lower limb superficial femoral artery via an ipsilateral common femoral artery access, the stent allegedly fractured immediately at the end of its release. The procedure was completed using another device. There was no reported patient injury.